Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed when stepping on fluoroscopy cannot see picture on monitor, there was a delay in procedure when the issue was identified. Fse analyzed that the issue was an isolated random event, possibly caused by generator recalibration request during fluoroscopy and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method code were corrected.

Event description:
It has been reported to philips that, system would not make fluoro. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.